Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device successfully fire a clip when the device jaws would not open? No information. If yes, was the clip formed properly? No information. Was the device stuck on tissue when the jaws would not open? Yes. If yes, did the device jaws cut the vessel and tissue as you stated "the blood vessel and resection tissue were cut"? Or did a clip in the jaws cut the vessel and tissue? No information. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a laparoscopic hepatectomy, the jaw was not opened during use. The device was used on the blood vessel. The bleeding was not occurred although the blood vessel and resection tissue were cut. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n91p0a. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.